Event description:
It was reported that during a laparoscopic lobectomy procedure, the blade was broken off out of the pt's body. As the blade was broken off out of the pt, no piece was left inside the pt's body. No error code was displayed. The tissue pad was detached off out of the pt and melted. As the tissue pad was detached off out of the pt, no piece was left inside the pt's body. No error code was displayed. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.